Event description:
Clinic notes were received for patient's generator replacement. Notes indicate that the patient experienced increased seizures and is unable to feel the vns firing. Additional information was received that the patient had reported increased seizures since (B)(6) and had a bad seizures on (B)(6) 2016. As a result, the patient's medications were increased. There were no changes in patient's routine that may have caused or contributed to the seizures. The physician indicated that if the vns is working properly, it usually decreases the seizures. As patient was unable to feel the stimulation, it was assumed that the device was not working. The patient's seizures in relation to pre-vns baseline is unknown. A battery life calculation performed with the limited available programming data shows that the patient has 0.9 to 1.6 years remaining until neos = yes. No surgical interventions have occurred to date.

Event description:
The patient underwent generator replacement surgery on (B)(6) 2016. The explanted generator has not been received to date.

Event description:
The explanted generator was received on 04/11/2016. Analysis of the generator showed that the "end of service" allegation, was not duplicated in the pa laboratory. However, the elective replacement indicator (eri) was set. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an eri condition. A battery life estimation resulted in 1.70 years remaining before the eri flag would be set. However, an incomplete programming history (6.5-year gap) indicates the estimation does not use all the data required to make an accurate estimation. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist and the eri condition is an expected event. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications except for eri=yes. In addition, a comprehensive automated electrical evaluation showed that the pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.